Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 53.4% of expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Analysis results concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.